Event description:
Same case as: 2134265-2011-00851. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure, a vessel perforation occurred and the patient expired. The patient arrived ambulatory. The 70% stenotic lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery. The physician direct stented a non-bcs stent in the lesion and then used an advantage inflation device to inflate the stent balloon. The physician encountered difficulty inflating the balloon and the gauge on the inflation unit did not give any pressure readings. The physician did an image and observed a balloon rupture. The physician then advanced a quantum balloon to the stent and inflated the balloon using the same inflation unit and it was noted that the gauge on the inflation device did not show any pressure. A vessel perforation was then observed so the physician inflated the balloon at low pressure proximal to the rupture and then used protamine and preformed a pericardial puncture because a clinical pericardial taponade was present with cardiogenic shock. The blue code team was present and resuscitation was performed. Patient status is poor. Patient expired one day later. The cause of death was determined to be myocardial rupture because of a myocardial infarction.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).